Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, motor error alarm and unexpected battery power loss on the insulin pump. Customer¿s blood glucose reading was 426 mg/dl. Customer treated their high blood glucose levels with manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer received three motor error alarms and they delivered a bolus as the device alarmed. Customer declined to troubleshoot unexpected battery power loss alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received button error alarm and no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. Button keypad was closed properly during visual inspection. Unable to verify unexpected battery power loss or motor error alarm due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.